Event description:
The device reportedly stopped pacing the pt by itself several times during the reported event. The device operator restarted pacing when the alleged malfunction would occur. There were no adverse affects to the pt as a result of the reported event.